Manufacturer narrative:
Pr#: (B)(4).

Event description:
It was reported to philips that the heartstart xl defibrillator showed no ECG traces with ECG cable and paddles. There was no patient involvement.